Manufacturer narrative:
Analysis of historical records the device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation the device involved in this event has not been returned to orthofix (B)(4). The technical evaluation will be performed as soon as the devices become available. Medical evaluation the little information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "I think what has happened in this case is that the nail had been inserted satisfactorily, and when the surgeon came to loosen the locking bolt, the retention ring came off the 6 mm hex screwdriver. In fact as far as I can tell the screwdriver is perfectly functional without the retention ring, and it should have been possible to carry on the operation without delay. What I think happened is that the retention ring dropped into the tissues and had to be found, the surgeon quite rightly wishing to avoid leaving a loose piece of metal behind in the wound. I can quite imagine that it took 25 minutes to find the retention ring. Foreign bodies in the tissues are notoriously difficult to find. The ring was found and the operation was concluded. The serious injury is because of the 25 minute delay. This is reasonable as these operations should only take 30 to 40 minutes when the surgeon is familiar with the instruments. The patient will not have been harmed at all". Final comments a technical evaluation of the broken screwdriver was not performed as the device has not been made available for the investigation. The medical evaluation evidenced as follows: "I think what has happened in this case is that the nail had been inserted satisfactorily, and when the surgeon came to loosen the locking bolt, the retention ring came off the 6 mm hex screwdriver. In fact as far as I can tell the screwdriver is perfectly functional without the retention ring, and it should have been possible to carry on the operation without delay. What I think happened is that the retention ring dropped into the tissues and had to be found, the surgeon quite rightly wishing to avoid leaving a loose piece of metal behind in the wound. I can quite imagine that it took 25 minutes to find the retention ring. Foreign bodies in the tissues are notoriously difficult to find. The ring was found and the operation was concluded. The serious injury is because of the 25 minute delay. This is reasonable as these operations should only take 30 to 40 minutes when the surgeon is familiar with the instruments. The patient will not have been harmed at all". Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. In case further information and/or the device used are provided, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6); - surgeon name: (B)(6); - date of surgery: (B)(6) 2017; - body part to which device was applied: hip; - surgery description: fracture treatment; - patient information: (B)(6) years, male with hip fracture; - problem observed during: clinical use on patient/intraoperative; - type of problem: device functional problem; - event description: surgeon was getting ready to remove the chimaera nail insertion. Handle from the nail when the screwdriver broke. They were able to get the bolt loose and get the targeted off. The complaint report form also indicates: - the device failure did not have any adverse effects on patient; - the initial surgery was completed with the device; - the event led to a clinically relevant increase in the duration of the surgical procedure (20-25 minutes); - an additional surgery was not required; - a medical intervention was not required; - copies of the operative reports are not available; - copies of the x-rays images are not available; - information about patient current health condition: no response. (B)(4)

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2017; body part to which device was applied: hip; surgery description: fracture treatment; patient information: (B)(6) years, male with hip fracture; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: surgeon was getting ready to remove the chimaera nail insertion. Handle from the nail when the screwdriver broke. They were able to get the bolt loose and get the targeted off. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the initial surgery was completed with the device; the event led to a clinically relevant increase in the duration of the surgical procedure (20-25 minutes); an additional surgery was not required; a medical intervention was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: no response. (B)(4).